Event description:
The patient reportedly experiences intermittent pain and a burning sensation at the implant site during use of her cochlear device. During testing, the patient also reported a weakness sensation of the left side of the face and a jabbing pain. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the patient's device is functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
No reports were indicated as available. No customer letter requested. Requested sales and customer service request additional information: surgeon's contact information, identification of initial reporter, pt medical history, patient condition prior to or during the implant duration of this device, medication history, operative report from date of implant, and pathology report for explanted valve. DHR review has been started. Until the source of infection is identified, we will not pursue return of this device for evaluation. At 04/18/2010, no additional information has been received. Device not returned for evaluation due to reported infection.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Additional requests were made for sales to contact the hospital pathology department and the surgeon for additional information regarding the event on (B) (6) 2010 and again on (B) (6) 2010. To date, no response has been received from either the health care provider or the pathology department. This remains reportable to FDA per edwards lifesciences procedures.

Event description:
Reportedly, the device was explanted after an implant duration of 2.33 months due to endocarditis. Per the cer: aortic valve implanted (B) (6) 2010. Valve removed due to infection - new valve implanted. Source of infection unknown. Patient's status: hospitalized.